Event description:
It was reported that during device upgrade, it was noted that the atrial lead exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.